Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records are complete. The device history records (DHR) review for the lot number reported in the complaint indicates that the device was manufactured according to manufacturing requirements. This assessment did not reveal any rejections related to the reported issue.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
Kimberly-clark received a report stating that the pilot line disconnected easily from the subglottic endotracheal tube. On (B)(6), the respiratory therapist was following up on a vent alarm. The respiratory therapist reported that the pilot balloon of the subglottic endotracheal tube was found detached from the intubated coronary care unit patient. The subglottic endotracheal tube, with the deflated cuff, was immediately removed from the patient. The patient had been intubated for three days and was scheduled to be extubated on the morning of (B)(6) and therefore was not reintubated. There was no reported patient injury.